Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. (B)(4).

Event description:
A facilities representative reported via reply card that an intraocular lens (iol) was opened and not used. It was damaged in an injector when loading. No further information is expected.